Event description:
It was reported that the device was leaking. No additional information was available. No patient involvement or injury was reported.

Manufacturer narrative:
Other, other text: a manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 2016-01 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked enclosure and tank cover and a faded line cord. Functional testing found the device is leaking from cracks near the drain fitting confirming the customer complaint. The root cause of the reported issue was found to be a worn drain tube seal due to usage. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. D5 and e4 are unknown.